Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "broken implant".

Event description:
Healthcare professional reported "broken implant" (deflation). This record is for a right side. Device remains implanted.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.

Event description:
Healthcare professional reported "broken implant" (deflation). This record is for a right side. Device has been explanted and replaced.